Event description:
Report status: malfunction. Report rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon burst during inflation at 6 atm. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and fluid visible in the inflation lumen and in the balloon. The balloon was partially filled with blood and fluid. There were 3 kinks in the shaft, 1 kink at the distal edge of the strain relief tubing, 88cm and 103cm distal to the strain relief tubing. The indeflator used in the procedure was not returned. A new indeflator, filled with water, was used to pressurize the balloon to rated burst pressure. As the balloon was pressurized to 4 atm's the hub separated in the middle of the nosepiece. The nosepiece was cracked and broken. A luer and the indeflator were attached to the proximal end of the hypotube and then pressurized. There was a large pinhole rupture in the middle portion of the balloon, 4mm distal to the proximal marker band. There were scratches on the balloon proximal to the rupture. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.